Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 20, 2015 ¿ january 21, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor ruptured during filling. The reporter stated that approximately 10ml of ceftazidime leaked into the housing. There was no patient involvement. No additional information is available.